Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review of this implantable cardioverter defibrillator (ICD) revealed farfield signal oversensing. Technical services (ts) reviewed programming options. This ICD system remains in service. No adverse patient effects were reported.